Event description:
Catheter flushed twice and plugged in and no image came up. Catheter was then disengaged and reengaged, and still no image, high pitch noise made by catheter. Manufacturer response for refinity ivus catheter, refinity (per site reporter) issued rga# 183652 and sent shipping label trk# 791274141872.